Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
A customer reported via phone call indicating that their insulin pump alarmed motor error. The patient's blood glucose level was 10.3 mmol/l at the time of the call. The customer stated that the insulin pump did not go through a magnetic field. The customer sent the product back for analysis.

Manufacturer narrative:
The insulin pump passed basic occlusion test and displacement test. No motor error alarms were noted. However, the insulin pump was unable to prime during test due to faulty force sensor. The motor was tested outside the insulin pump and passed. The insulin pump was received with cracked case on the display window corners, received with minor scratches on lcd window and stained end cap sticker.